Manufacturer narrative:
The product have not been received for analysis. Should the product be return and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this patient's right ventricular (rv) and left ventricular (lv) lead were explanted for performance issues. The device was explanted as well. The rv lead displayed noise that was oversensed and led to inappropriate anti-tachycardia pacing (atp). The rv lead also displayed high, out of range pace and shock impedance measurements. The lead was suspected to have fractured. The left ventricular had displayed high, out of range pace impedances as well. There were no additional adverse patient effects reported. The hospital maintained possession of the products after explant. It is unknown if the products will be returned for analysis.